Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised for tibial loosening. The loosened interface was implant to cement. Extracted the attune tibial tray and fixed bearing insert. The femur and tibia were still intact and we not extracted. Implanted an attune rp revision tray with sleeve and 60mm stem and a sz 5, 6mm rp stabilize insert.